Event description:
The device was implanted via l-p shunt in (B)(6) 2012 to the patient with inph. Even after the implantation, the size of the ventricles remained the same though the condition of the patient was improved. The setting pressure was gradually changed from 120mmh2o and set to 30mmh2o at the end, but the ventricular enlargement was still observed. It was confirmed that the fluid flowed into the ventral catheter by the contrast radiography, but the blockage of the valve was suspected. The surgeon conducted the revision surgery on (B)(6) 2014 and replaced to the same type of the valve (ns9008) at 120mmh2o.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cnbbdb serial number (B)(4), product code ns9008. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle hole in the needle chamber was noted, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested; the valve only leaked from the needle hole, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code ns9008 with lot number cnbbdb, conformed to the specifications when released to stock on the 30th january 2012. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.